Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. A medtronic representative went to the site to test the equipment. Testing revealed that there was no communication between viewing station and imaging system. Replacing the umbilical cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part had not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was no connection between the mobile viewing station (mvs) and the image acquisition system (ias). There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.